Event description:
Pt was sitting up in bed and the luer-lock became disconnected from patient's IV; I immediately jumped in and clamped the line and swabbed the hub for 20 seconds and set up an entirely new tubing set. The IV set up prior to this was in place for three days already.